Event description:
According to the report of (B)(6) 2014, the clinician reported that during a clinical appointment in november 2013 several electrode channels showed status hi and 2 channels were short circuited. It appears that all channels had status ok for in situ measurements until (B)(6) 2012. No known blows to the head or illnesses were reported. A date for re-implantation has not been scheduled at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.